Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that there were issues with the cuffs deflating during the procedure. It was stated that this issue had occurred before and the staff had to re-intubate the patient. The staff had to check and fill the balloons during the procedures. There was patient involvement, but no patient harm reported.